Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found that the suture, posterior cuff, and posterior needle tip were not returned with the device; therefore, the scope of this investigation was limited. Inspection of the returned device revealed a link break at the swage end of the posterior cuff during the needle plunger retraction. A link break indicated that there was resistance while retracting the needle plunger and this could appear very similar to the reported suture break. During testing, the plunger was inserted and retracted successfully without any observable resistance. The suture drag through the device during the suture retrieval process could result in a link break. But because the suture was not returned with the device, this could not be determined. Based on the investigation findings, the probable cause for the link break at the swage end of the posterior cuff during the needle plunger retraction could not be determined. However, challenging anatomical conditions combined with abruptly pulling out the needle plunger after needle deployment could contribute to link detachment, but this could not be confirmed. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. To assure that all products perform according to specifications, they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as (B)(6) 2011). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after needle deployment (step 3), while retrieving the suture, it tore. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.